Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section d4, model #, of the initial medwatch report stated: prt-00490-001. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001 -- h6: the device was evaluated by ventec where the reported issue of it shutting off unexpectedly was confirmed. Ventec observed that the device would reboot by itself and believed that the cough assist valve's poppets were intermittently jamming, causing the reported issue. Ventec replaced the cough assist valve to resolve the reported issue. Out of an abundance of caution, ventec also replaced the cough assist valve cable and control board as well. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the cough assist valve.

Event description:
The following event was reported to ventec via email: "I had a vent shut off on a pt no harm was done my rts got to pt quickly that I need to send out to see what happened. The batteries got super hot too." When asked for additional details, the reporter responded with the following: "vent was alarming it turned off they turned back on and did pre test passed they put back on pt and it turned off again. The batteries were extra hot so not sure if it was over heating or what. Pt taken off and bagged while new vent was set up, didn¿t have any effects from this event." There was patient involvement associated with the reported event. The reporter stated that there was no harm to the patient as a result of the reported issue. However, the reporter also advised that medical intervention was necessary (manual ventilation) to prevent permanent impairment/damage to the patient. No further details were provided.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.